Event description:
Customer reported the up arrow and the down arrow buttons on the insulin pump were not responding. Customer stated if he goes to act and bolus he has many choices, and he cannot go down or back. Customer's blood glucose was 101 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information

Manufacturer narrative:
Insulin pump had down arrow button did not respond due to flattened button dome switch. Insulin pump had minor scratches on display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.